Event description:
Event description guidant received information that shortly after implant, this implantable cardioverter defibrillator (ICD) ceased to exhibit dual chamber pacing. Ventricular oversensing of atrial pacing (cross talk) resulting in pacing inhibition was suspected, so the device's ventricular sensitivity changed to least.